Event description:
A device report from (B)(6) indicated a hospital in (B)(4) reported: pt was implanted on (B)(6) 2011 with pfna-ii. Approx eight weeks later the device was broken and medical/surgical intervention was needed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.